Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported during the implant of an intraocular lens (iol), the lens was not sitting properly and there was a capsular tear. The lens was removed and a different lens was implanted. Additional information was requested.

Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. Associated cartridge is qualified for this lens model. Cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause for the reported "capsular tear, lens not sitting properly". No further information was provided. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).